Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient wanted to change programs because she had a return of bladder symptoms. Trouble shooting attempts were made and the patient programmer showed stimulation was off but the patient was on program 2 at 7.4v with stimulation turned off. The patient turned therapy on and the patient confirmed that she felt stimulation. The patient adjusted therapy to a comfortable level at 5.5v. Additional information was received and it was reported that the device was not working right. Patient turned stimulation up to 8.0v but did not feel stimulation and was having a peeing problem. Patient switched to program 3 where they increased to 6.7v and felt stimulation. Patient was going to monitor symptoms now that the change was made and would follow up with their doctor if their issue did not resolve. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the it took the patient several times to get it set right and it was not 100% but it was better. There were no symptoms or further complications reported or anticipated.